Event description:
The customer reported being hospitalized for hyperglycemia. The blood glucose reading at time of the call was 135 mg/dl. The customer stated that the insulin pump alarmed. Assisted the customer to set the correct time and date. The customer declined to perform further testing and no other information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.